Manufacturer narrative:
Refer to emdr report 2124215-2024-72850 for the second fiber that exhibited the same issue.

Event description:
It was reported that during an ureteroscopy procedure, upon opening the package the fiber was in good condition, but during use, it was noticed that the fiber broke. A second fiber exhibited the same issue; therefore, the procedure was completed using a third fiber. There were no patient complications reported.

Manufacturer narrative:
The fiber was not return to our post market quality assurance laboratory, however, inspection of the media provided showed a fiber break. The fiber was broken and held together by the fiber jacket. The device instructions for use (IFU) instructs to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Therefore, the reported event was confirmed. Refer to emdr report 2124215-2024-72850 for the second fiber that exhibited the same issue.

Event description:
It was reported that during an ureteroscopy procedure, upon opening the package the fiber was in good condition, but during use, it was noticed that the fiber broke. A second fiber exhibited the same issue; therefore, the procedure was completed using a third fiber. There were no patient complications reported.